Event description:
Initial calcium result for a patient was 3.0 md/dl and upon repeat was 8.6 mg/dl. Field service representative was unable to determine the cause. Field service representative performed maintenance procedures on the instrument.